Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for a device check after having electrocuted himself. Upon interrogation of the device, low, out of range hv lead impedance was observed. Lead was capped and replaced without complication. Patient will be monitored normally.